Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The caller stated that cause of death was trauma related and is still under investigation. The caller stated that the customer had an accident. The caller did not specify what type of an accident and did not provide details. Four hours prior to passing, the customer's blood glucose was 260 mg/dl. The customer was not wearing the insulin pump at the time of passing; it had been disconnected by the spouse, six weeks prior to passing, at the time when the customer was airlifted to the hospital. The hospital was treating the customer's blood glucose. The caller stated that the customer was wearing the insulin pump at the time of the accident. The customer was not using sensors. The caller stated that the customer's insulin pump is damaged and will not power on. The caller declined returning the insulin pump for analysis.